Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the vessel was "too kinked" and during advancement of the guidewire, the tip fractured. The physician continued the procedure with another guidewire. There are no known clinical consequences to the patient. No further information is available regarding the reported event.

Manufacturer narrative:
Executive summary - corrected based on additional information. Lot/serial no - corrected based on additional information.

Event description:
During the procedure the physician indicated that the vessel was "too kinked" and the guidewire was unable to cross the neck of the aneurysm. It was reported that after the guidewire was removed the guidwire tip broke outside the patient's body. There were no clinical consequence reported to the patient due to this event.

Manufacturer narrative:
(B)(4). The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the device revealed that the guidewire was separated at 5.2cm from its distal end. The guidewire proximal separated section was not returned. The guidewire appeared to be slightly bent along its length. The polysleeve and the core wire were separated. The guidewire platinum coil was examined, no anomalies were observed with the platinum coil. The hydrophilic coating on the guidewire distal section was examined. No anomalies were observed with the coating. A functional test could not be performed due to the condition of the device. Further analysis with scanning electron microscope (sem) proved to be inconclusive because the polymer sleeve encapsulated the fracture site and covered up the core wire. It is possible that post fracture damage caused the polymer sleeve to encapsulate the fracture site. Information from the complaint indicated that the guidewire was prepared as per the dfu, it was confirmed to be in good condition after unpacking and preparation, there was no resistance during advancement of the guidewire through the guide catheter, the patient's anatomy was tortuous, and continuous flush was maintained. In addition, information available indicated that the "vessel was too kinked that the tip of guidewire was hard to pass the neck of the aneurysm, and after the guidewire was taken out of the body, it was found that the tip of the guidewire was fractured". Based on the information available, it is possible that the patient's tortuous anatomy may have contributed to the reported event and damages observed during analysis. Therefore, an assignable cause of operational context was assigned to this investigation.

Event description:
During the procedure the physician indicated that the vessel was ¿too kinked¿ and the guidewire was unable to cross the neck of the aneurysm. It was reported that after the guidewire was removed the guidewire tip broke outside the patient's body. There were no clinical consequence reported to the patient due to this event.